Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit a decrease in sensing was observed. The physician will monitor the patient.